Manufacturer narrative:
Concomitant medical products: product ID: 64001, lot# n242051, implanted: (B)(6) 2011, product type: adapter. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 279260001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3387-40, lot# j0309618v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
Information was received from the company representative that reported the patient would typically turn the deep brain stimulator (dbs) on and off according to their needs during the week. When he turned the system on, he would know it was on because he felt a shock or voltage sensation in his right cheek. Additional information received from the patient reported the stimulation in his right cheek when the therapy was turned on was normal and it was only temporary. The patient was implanted for essential tremor.